Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a hydrophobic stiffening stylet was returned for evaluation. An initial visual observation of the photograph showed the stylet appeared to be bent in several places. The stylet was pictured in a kit tray with various other kit components. The stylet was observed to be completely removed from the t-lock and inserted into the purple lumen of the included catheter. Use residue was observed on and around the devices pictured. No other damage to the devices was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC line had kinking of the guide wire, thus preventing normal puncturing. No other information is available.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.